Manufacturer narrative:
A getinge field service engineer evaluated it automatically restarts during use and the user can switch to other machines without causing harm to the patient. Check that the machine cannot enter the system, and the manual restart failure occurs repeatedly and cannot be used. The machine was repaired, eventually with the back plate replaced. There was patient involvement but no harm reported.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(4). Updated data: b4,e1(name & number),e2,e3,g2,g3,g6,h2,h10.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit automatically restarts, user replaces other machines for use without causing harm to the patient.